Manufacturer narrative:
Microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 6860121 (sn (B)(6) met specifications when released. Failure analysis - catheter nylon mashed 1 cm from case. Icp express read 438. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the reported complaint was not confirmed as the device works correctly. However, the possible root cause for this issue reported by the customer could be due to incorrect set up of the device.

Event description:
N/a.

Event description:
A facility reported a microsensor (ID 826631) could be successfully zeroed and with normal cerebrospinal fluid (csf) readings during the procedure. However, the sensor showed "p-0" after the patient was sent back to the ward and reconnected with the icp express, 220 volt (ID 826635). Therefore, the sensor was removed and stopped the monitoring. The cable used was icp express cable (ID 826636). No patient consequences reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.